Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown unk - pins/wires/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. The guide wire was broke outside of the patient¿s bone, therefore not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill sleeve interfered with the guide wire during the surgery of metatarsal fracture. The guide wire broke due to the event. However, as it was broke outside of the patient's bone, no adverse consequences were reported. There was no surgical delay. No patient data and no further information is available. This complaint involves 1 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it has been discarded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was successfully completed.